Manufacturer narrative:
(B)(4).

Event description:
The customer stated that he discovered that controls were out of range when run on the cobas e 411 immunoassay analyzer (e411) early on (B)(6) 2017. He then pulled and repeated all patient samples that were tested since the last time controls were within range, which was at 3 p.m. On (B)(6) 2017. The customer provided data for 11 patient samples that had questionable results for the elecsys probnp ii stat immunoassay (probnpstat) and the elecsys troponin t stat assay (tntstat). Of these 11 samples, two had erroneous initial results reported outside of the laboratory for tntstat. The repeat results for these samples were believed to be correct. The first patient sample initially resulted as < 0.01 ng/ml accompanied by a data flag. The sample was repeated on a different e411 analyzer on (B)(6) 2017, resulting as 0.043 ng/ml. The second patient sample, from a (B)(6) female patient, initially resulted as < 0.01 ng/ml accompanied by a data flag on (B)(6) 2017. The sample was repeated on (B)(6) 2017, resulting as 0.022 ng/ml. The patients were not adversely affected. The tntstat reagent lot number was 21415800, with an expiration date of 01/31/2018. The field service engineer found a break in the pinch tubing. He replaced the tubing and examined analyzer adjustments. He ran performance testing and this passed. The customer performed liquid flow cleaning maintenance and ran controls.

Manufacturer narrative:
Investigations have determined the root cause was the failure of the pinch tubing. Concerning failures of the pinch valve tubing, there have been 4 other complaints of a similar nature within the past 12 months.